Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit had an audio problem. The problem was that the volume changes from where it is set to low and off. There was no patient harm reported.

Manufacturer narrative:
The device associated with this report was requested back for evaluation, but it has not yet been received.